Manufacturer narrative:
F3- info in this field reflects ethicon affiliate info. No further user facility info is available. Samples of the returned product were visually examined and tested for needle pull off and the results obtained were above the usp and ethicon requirements. Visual examination revealed no fraying on the strands. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this batch number.

Event description:
International affiliate reports that suture was fraying during an unspecified procedure. There are no reported adverse consequences to the pt related to this event.